Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; (B)(4): no anomalies found, distal segment returned and analyzed. Outer insulation was melted.

Event description:
It was reported by the patient that since the last device changeout, he has felt a "shock wave through his body" that lasts a few seconds. The physician elected to replace the entire system. No patient complications have been reported as a result of this event.